Event description:
It was reported that the patient had exhibited infection with this pacemaker system and insertable cardiac monitor (icm). The icm was explanted and not replaced. The device will be returned. No additional adverse patient effects were reported.